Manufacturer narrative:
Follow-up # 1, date of submission (B)(4) 2011-device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. There was no defect found with the keypad.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother reported that the buttons are not responding with every button press. There is no damage to the keypad and the pump is not exposed to water.